Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump was powering off without user intervention. It was noted that moisture was visible on the top of the battery when the battery was last changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/09/2013 with the following results: testing confirmed multiple power on resets or "reboot" conditions in black box on (B)(6) 2013.. Battery compartment crack observed below grip pad. Battery cap is within specifications and able to fully tighten, however moisture contamination is observed on the underside of battery cap. Pump case was removed, no evidence of additional moisture contamination identified inside pump. Black box shows multiple occurrences of time and date resetting. With the pump cover removed; a visible inspection confirmed the internal battery was leaking. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. Unrelated to complaint, display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.